Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a device for degenerative disc disease with olif at l4/5 for spinal therapy. It was reported that revision performed and no malfunction identified. There were no patient symptoms reported. There were no further complications reported regarding the event.